Event description:
It was reported that customer was hospitalized with high bgs. Customer had a kidney transplant back in march and noted that their bgs started to elevate following their last site change. Troubleshooting during the phone call indicated the pump was operating properly. Advised customer to change set and rotate site following two consecutive high bg readings.